Event description:
The customer reported the inability to save pt image data tot eh system's hard drive. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb and hard disk drive were evaluated an replaced. The system was tested and found to be working as intended and returned to service.